Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump menu kept on scrolling up. Customer also reported to have received a battery out limit and pump error alarms and the insulin pump kept on alarming every 2 minutes. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with up arrow button and act button unresponsive due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Unable to verify battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot,, minor scratched and cracked display window.